Event description:
Patient expired due to cancer. Reporter believes the patient died of cancer due to a coronary stent placement as well as its concomitant drugs. Prior to placement, the reporter states his father was a fairly healthy person and never took any medication. He states the surgeon advanced to the target vessel within 4 seconds with a 2.5 x 12 mm coronary stent and decided to use a 3.5 x 28 mm coronary stent instead. One year post surgery, a cancerous tumor was found on the patient's left back-side. The reporter states the patient also experienced difficulty breathing, anemia, repeat episodes of shingles, and vision problems during the course of this period.